Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) evaluated the iabp, and verified the helium tank to be low. The fse replaced the chem sup,reuse,helium cylndr-3. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was installed with a full helium tank. Although, the gauge did not read that the tank was full. There was no patient involvement and no adverse event reported.